Event description:
It was reported that during a surgical procedure, a small plastic cover (2" diameter) for an access port dropped off or was knocked off of the fork on a surgical light and hit the prepared sterile field and instruments. A hosp rep reported to MFR that the instruments had to be changed out. MFR will be replacing under warranty, all of the hosp's existing caps with a re-designed rubber cover. The re-designed covers are more resilient.